Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2011074. Medical device expiration date: 2025-10-31. Device manufacture date: 2021-03-01. Medical device lot #: 2101043. Medical device expiration date: 2025-12-31. Device manufacture date: 2021-10-5. Medical device expiration date: 2025-11-30. Device manufacture date: 2021-09-03. Medical device lot #: 2010037. Medical device expiration date: 2025-09-30. Device manufacture date: 2020-10-07. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 300 syringe 1ml ls sp120 experienced foreign matter within a fluid path component. The following information was provided by the initial reporter: microbubbles noted to be in multiple syringes over different batches being used. Bubbles not noticeable until vaccine is drawn into syringe. Concern at accuracy of dose is affected.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-17 h6: investigation summary samples and photos received for investigation. Samples received belong to lot numbers 2012054, 2010037, 2101043, 2010038, 2101074, reference 303172 (1ml syringes). Upon visual inspection of the samples, air bubbles in the bottom of the tip of the syringes were seen in samples from all the lots mentioned above. No foreign matter in syringes from lots 2012054, 2010037, 2010038 and 2101074. A device history review was performed for lot 2010037, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the air bubbles likely generated during the molding process. When air enters the molding, bubbles can be produced, as seen in the product reported. Molding parameters were reviewed for the mold the syringes were manufactured in; all limits were verified to be within specification. Injection machines undergo routine cleanings and maintenance according to procedure. This is considered to be a cosmetic defect. Based on the preventive measures in place and the current inspection process, this is believed to be an isolated issue with an unlikely recurrence. Manufacturing personnel have been notified of this incident to increase awareness of this matter. H3 other text : see h10

Event description:
It was reported that 300 syringe 1ml ls sp120 experienced foreign matter within a fluid path component. The following information was provided by the initial reporter: microbubbles noted to be in multiple syringes over different batches being used. Bubbles not noticeable until vaccine is drawn into syringe. Concern at accuracy of dose is affected.